Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose. The customer's blood glucose at the time of incident was 25.1 mmol/l and current blood glucose was 11.3 mmmol/l. The customer declined the high blood glucose troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.